Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30/apr/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 25/jun/2024.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure: wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, deflation. This record is for the left side. Device was explanted.